Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Customer consumed glucose tablets and ate apple sauce to address bg. Reportedly, the customer was having difficulty speaking, confusion, and difficulty thinking. Paramedics were called who administered two tubes of liquid glucose. Customer was transported to the emergency room (ER) by paramedics. When the customer arrived at the ER the customer¿s bg was 35 mg/dl and ultimately rose to over 100 mg/dl. Customer was treated with another tube of liquid glucose and was discharged that same day with issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately.